Event description:
Positioned patient for surgery on right side of head. Staff at foot and head of bed helping turn the table. Patient was intubated. Staff held head of bed as it slid off the frame. Patient's head hyperextended as another staff caught the patient's back of head. Head of bed was still underneath patient's head. Staff helped position the head of bed securely manually and visually on to table as supported the head. Cancelled surgery.

Event description:
Positioned patient for surgery on right side of head. Staff at foot and head of bed helping turn the table. Patient was intubated. Staff held head of bed as it slid off the frame. Patient's head hyperextended as another staff caught the patient's back of head. Head of bed was still underneath patient's head. Staff helped position the head of bed securely manually and visually on to table as supported the head. Cancelled surgery.